Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was delusional and throwing up. She was taken to the emergency room. She had heart palpitations and her chest was hurting. The glucose was 397 mg/dl while dexcom was showing 49 mg/dl. She had an x-ray and was admitted due to diabetic ketoacidosis (dka). She was given insulin and saline by the doctor and was discharged on (B)(6) 2025. At the time of the report, the patient was fine. Of note, the patient uses insulet omnipod5 in modified closed loop. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.